Manufacturer narrative:
Continuation of d10: product ID: 2af284 (12372); product type: 0624-arctic front catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperatures were lower than expected and a full ablation was unable to be completed. The consumables were reconnected, the tank, coaxial umbilical cable, and electrical umbilical cable were replaced, and the auto connection box was bypassed without resolution. The case was aborted while the patient was under general anesthesia. The data files were later reviewed and a system notice was received indicating that the system detected a software error and stopped the injection. During a later servicing of the console, the temperature and power supply voltage were calibrated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Two patient data files were received and recorded on the reported date of the event. The first patient data file showed ten applications were performed using the console with serial number (B)(6) and catheter number one identified as (B)(6) with lot number 12372. The console's output data (pressure, preset pressure and flow) showed unexpected pressure and flow profiles during ablation at applications one, six, and nine with catheter (B)(6) with lot number 12372. The patient data file also showed three applications were performed using the console with serial number (B)(6) and catheter number two identified as (B)(6)with lot number 12362. The second patient data file showed 16 applications were performed using console with serial number (B)(6) and the catheter identified as (B)(6) with lot number 11332. The second patient file also showed system notice 50008 (the system detected a software error and stopped the injection) during the sixth application with catheter identified as (B)(6) with lot number 11332. The console output data (pressure, preset pressure and flow) showed unexpected pressure and flow profiles during ablation at applications one, three, four, eight, ten, eleven, thirteen, and fourteen with catheter identified as (B)(6) with lot number 11332. The fluctuations of pressure and flow had a plausible impact on the ablation temperature. In conclusion, the 50008 was confirmed through data analysis and the temperature issues were plausible. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.